Event description:
The pt reported that she had been informed by her hcp that her catheter was torn/fractured and it needed to be replaced. The pt stated it was confirmed by computerized tomography angiogram (date not reported). No pt symptoms were reported. The pt's pump was used to deliver morphine and bupivacaine. The pt was encouraged to discuss the next steps with her hcp. The hcp reported the drugs being delivered by the pump were morphine and bupivacaine. The hcp also reported that computerized tomography (date not reported) had revealed a torn catheter in the pt's spine. The hcp stated that it had not been taken care of yet, because the pt had not been taken on as a pt by a neurosurgeon.

Manufacturer narrative:
.